Manufacturer narrative:
Analysis of implantable neurostimulator model 37702 serial # (B)(4)showed no significant anomalies and was functionally okay. Analysis of lead model 39565-65 serial # (B)(4)showed that the proximal end of the connector (connectors #0 through 7) was not completely seated in the implantable neurostimulator 0 to 7 connector port. The set screw impression was too far proximal to the connector (impression was between 0 and 1 connectors). The lead was returned cut into 2 segments.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by healthcare professional regarding a patient implanted for neurostimulator. Patient had jolting with neurostimulator that occurred around (B)(6). Afterwards the stimulator "never really worked right" would get random jolts etc. They reported that impedance was done and all programming was a rounded affected impedance. Electrodes 0/2/4 >10,000. Patient was not programmed on affected electrodes. They also reported that the patient wanted rechargeable battery so explant was scheduled. The device was explanted on (B)(6) 2016 due to "jolting". The issue was resolved at the time of this report.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was no stimulation and a return of symptoms. The patient was having trouble with her device. The patient received the new patient programmer and a couple of weeks later; she had problems of not feeling stimulation. They did a bunch of stuff to it and finally one day in (B)(6) 2016 she was walking on the beach while on vacation and all of a sudden her whole body went into convulsion and started feeling all the stimulation from implant. She could not move her legs and had to turn stimulation down on the patient programmer. Everything was normal until (B)(6) 2016 when the patient woke up in a lot of pain with her knee and went to turn the device up. She tried making adjustments with the patient programmer and could not feel anything. She started feeling a little bit of stimulation. She has turned the implant all the way up to 10.5 volts and was not feeling stimulation at all. The patient verified that she has tried different programs to see if she felt the stimulation. The patient didn't know if her settings messed up and needed to be reprogrammed. She has tried changing different programs, but she was not sure what she was really doing. She was changing a bunch of different numbers and different things. The night of (B)(6) 2016, the patient could feel a little stimulation at night, but woke up in the night feeling no stimulation. No trauma or fall was associated with this event. After syncing with the implantable neurostimulator, the patient programmer displayed that stimulation was on and was at 9.10 volts. The pain and not feeling stimulation started occurring in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.